Manufacturer narrative:
This tear was reported to be ¿sub-incisional¿ in its location and the surgeon was unable to determine how or when the event occurred. As, it was noticed after the fact. Additional, related information was requested but was not obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. There were no technical services requested or performed related to the reported event. The system was manufactured on july 10, 2018. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced a radial tear in the capsulorrhexis during a laser assisted cataract with intraocular lens implant (iol) surgery. The tear occurred during the hydrodissection portion and was reported to be subincisionnally in location. Additional information was received indicating the surgeon is unsure if the event was caused by the laser or the vision system.